Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an alert was triggered due to shock. It was suspected that this was because of afib (atrial fibrillation) with rvr (rapid ventricular response) versus vt (ventricular tachycardia). The device remains in use. No patient complications have been reported as a result of this event.